Manufacturer narrative:
Evaluation was not performed; the device was not returned for analysis. Concomitant devices: product: attachment 1845020 indigo otol angled, serial number: (B)(4), lot number: 213340978, manufacture date: may 18, 2017, 510(k) number: k081475, UDI: (B)(4), product: attachment 1845010 indigo otol straight, serial number: (B)(4), lot number: 213035872, manufacture date: march 29, 2017, 510(k) number: k081475, UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the indigo system gets very hot during use. The customer reported that no patient was involved and that only the surgeon was involved in the event. There were no injuries reported as a result of this event.

Manufacturer narrative:
Evaluation of the device was performed and could not confirm the reported issue of "gets very hot". The pre-repair temperature tests found the device rose from 74 degrees fahrenheit to 82 degrees fahrenheit. The evaluation notes the motor sounds rough while in use and the motor bearings are worn. Concomitant devices: product: attachment 1845020 indigo otol angled, serial number: (B)(4), lot number: 213340978, manufacture date: may 18, 2017, 510(k) number: k081475, UDI: (B)(4). The evaluation of the device was performed and could not confirm the reported issue of "gets very hot". The pre-repair temperature tests after 5 minutes noted the following readings; t1: 92 degrees fahrenheit, t2: 89 degrees fahrenheit, and t3: 88 degrees fahrenheit. The evaluation notes the device sounds rough while in use and the internal bearings are worn. Product: 1845010 indigo otol straight, serial number: (B)(4), lot number: 213035872, manufacture date: march 29, 2017, 510(k) number: k081475, UDI: (B)(4). The evaluation of the device was performed and could not confirm the reported issue of "gets very hot". The pre-repair temperature tests found the device rose from 80 degrees fahrenheit to 87 degrees fahrenheit. The evaluation notes the device sounds rough while in use and the bearings are worn. If information is provided in the future, a supplemental report will be issued.